Manufacturer narrative:
This report is submitted on january 11, 2024.

Event description:
Per the clinic, the patient experienced tenderness at implant site, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023, under general anesthesia, and the patient was re-implanted with another cochlear device during the same surgery.